Event description:
The customer reported to olympus the rhino-laryngo videoscope had an air leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the light guide lens was falling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. Upon further inspection, it was observed that the light guide lens was falling off. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connection tube and the universal cord had a dent due to physical stress. It was also observed that the connecting tube had a wrinkle due to deterioration or due to excessive bending. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the light guide lens was shaved due to a handling problem. Due to the light guide lens being shaved, the illumination was uneven, causing a decrease in the light output. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video connector, video connector case, light guide connector, protector of the video cable section, video cable, universal cord, up and down plate, angulation lever, grip, switch box and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.